Event description:
It was reported that after intraocular lens (iol) insertion a small part of the iol optic's periphery was torn away, probably by the injector plunger during insertion. The doctor stated there was no obvious feeling of increased resistance during the iol insertion. The small piece of optic was removed from the eye with forceps and the iol remained implanted in the bag. The patient was treated with isopto-maxidex (dexamethasone) twice daily for three weeks and yellox (bromfenac) twice daily for two weeks. Postoperatively, the patient's condition was categorized as ''normal/good''.

Manufacturer narrative:
(B)(6). Placeholder.